Manufacturer narrative:
Device evaluated by MFR: one unit returned has distal tip damage. The device has the distal tip detached at 177.7cm from the proximal section (the distal tip was not returned) also it has the body kinked in the middle of the device. Outer diameter (od) of distal end polymer section near to the section detached, od of middle of the device, and od of proximal section are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire distal tip detachment occurred. The target lesion was located in a coronary artery. A 182cm luge guide wire was advanced to the lesion. Following implantation of a stent and as the wire was being removed, it was noted that the distal tip of the wire had broken off. A snare was used and the detached distal tip was retrieved. The procedure was completed with a different wire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guide wire distal tip detachment occurred. The target lesion was located in a coronary artery. A 182cm luge guide wire was advanced to the lesion. Following implantation of a stent and as the wire was being removed, it was noted that the distal tip of the wire had broken off. A snare was used and the detached distal tip was retrieved. The procedure was completed with a different wire. No patient complications were reported and the patient's status was stable.